Event description:
It appears as though the plunger on the pca syringe didn't move down as the medication infused into the patient. Hospira pca pump evaluated by clinical engineering (ce). Per ce, unit failed to read barcode. Unit to be evaluated by hospira related to barcode issue and suspected inaccurate rate of delivery.